Event description:
Pt underwent total knee arthroplasty on (B)(6) 2010. A hemovac drain was placed during surgery. On (B)(6) 2010, the hemovac was removed. The pt was discharged from the hospital on (B)(6) 2010. After discharge, discovered probable retained drain fragment. The pt was re-admitted for removal.